Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after laparoscopic ventral hernia repair with mesh procedure where this device was implanted, the patient experienced abdominal pain and inflamed mesh treated with antibiotics. After the original procedure, additional potentially related procedures were performed, including revision surgery.